Manufacturer narrative:
Investigation summary: the corrective action statement is approved/authorized and final review of the complaint will be conducted by designated complaint handling unit. Investigation completed by: (B)(6), pr #: (B)(4), cr#: (B)(4), type: MDR no sample. Part #: 381512, lot #: 6326515, complaint: needle retraction failure. Needle sticks injury. Event description: needle did not retract after use causing a needle stick. Lot analysis: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: as this complaint was a MDR; -DHR review was performed on the following lot number: 6326515 ¿ the lot number was built on afa line 4, from november 29, 2016 thru december 2, 2016. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specifications (B)(4), in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Qn / sap database review: yes. Reason: a review of the qn/sap database is required for a s3-o1 level b investigation per (B)(4). This is a level b investigation. Findings: the qn reviewed revealed no related reject activity for the lot number associated with this incident. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: (B)(4) version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: observations and testing could not be performed because units were not received for investigation. Investigation samples(s) meet manufacturing specifications: unknown; (units were not received for evaluation and testing). Investigation conclusion: conclusions: the defects of needle retraction failure and needle stick injury, as stated in the subject of the pir could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Without a unit for evaluation; there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. Did the evaluation confirm the customer¿s experience with the bd product? No; unable to confirm the customer¿s experience because units were not returned for evaluation and testing. Were we able to reproduce the customer's experience with the bd product? No; unable to reproduce the customer¿s experience because units were not returned for evaluation and testing. Was the device used for treatment or diagnosis? Treatment. Root cause description: relationship of device to the reported incident: indeterminate. Comment: without a sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
This complaint is MDR reportable. It was reported that a 24 g x 0.75 in. Bd insyte¿ autoguard¿ shielded IV catheter safety mechanism failed to retract post use. This failure resulted in a needle stick injury to the nurse. Standard protocol medical intervention was provided to nurse.